Event description:
It is alleged that a "light burn" occurred around upper and lower lip. It is also alleged that a pharmaceutical dermabrasion was done. A second surgical procedure was not required. The extent of the alleged burn and dermabrasion is unknown. No further info regarding the extent of the alleged burn, size or severity. In 1997 attempt was made to obtain additional info but was unsuccessful. No problem reported relating to the device.